Manufacturer narrative:
Unknown event date between (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient specific implant (psi) peek revision was performed (B)(6) 2020 due to infection. The psi peek, three (3) plates, and twelve (12) screws were removed from the patient. It was noted pus was in the space where the implant was placed three weeks ago on (B)(6) 2020. The psi implant was left in custody of the sterilization center to be sterilized along with three plates to be re-implanted after the infection clears. All screws were discarded. This is report 7 of 10 for (B)(4). (B)(4) capture the post op event due to infection, while (B)(4) captures the intra op event which involved two broken screws.